Event description:
Intravascular ultrasound (ivus) connection box on portable volcano machine in lab 6 showing "no pim" (patient interface module) error when catheter plugged in. No patient harm. Removed connection box from machine. Used another connection box from other volcano machine. Clinical engineering notified through the information technology (it) help desk to come check machine.